Manufacturer narrative:
As of the time of this report, the device has not been returned. An investigation will be conducted when the device is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the antegrade valve was opening and closing and had to be manually held open to enable delivery of cardioplegia . There were no reported patient complications due to this issue.

Manufacturer narrative:
The device was evaluated and the issue complained about could not be duplicated. A review of the log data showed that the case was run in recircle for 1 hour and 48 minutes before switching to antegrade delivery without any errors. Antegrade was delivered for 45 minutes with no alarms and then the case was ended. At no time were error codes seen during antegrade delivery from the log review. As part of the investigation, the antegrade valve was removed and tested and no failures were found. As a proactive measure, the antegrade valve was replaced. The console was re-assembled and tested and it passed all functional testing.